Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a failure; this condition had the potential to interrupt delivery. This condition was found in the "(B)(4)" department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a failure was confirmed and reproduced as a f49 failure. This condition is due to a defective main battery. The main battery was replaced to fix this condition. A service history review revealed no previous service events were related to the reported condition.